Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe ongoing dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred in (B)(6) 2016. Device explant due to severe ongoing dysphagia occurred on (B)(6) 2017. Device was found in correct position/geometry. The patient is doing well since removal.